Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient reported they were hospitalized and will need to transition to hemodialysis for 2-weeks due to the infection. Attempts to obtain additional information (e.g., causality, organism, discharge summary, medication records) were unsuccessful.